Event description:
Reportable based on additional information received on 30sep2021. It was reported that a complete hypotube break occurred. The 11mmx2.25mm, 91% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 10/2.25 flextome cutting balloon was selected for use. During the procedure, it was noted that the device was kinked and a complete hypotube break occurred. The device was directly removed and the procedure was completed with another of the same device. There were no complications reported and the patient is stable.

Manufacturer narrative:
A1 - patient identifier: (B)(6) device evaluated by manufacturer: the device was returned for analysis. The device was received in two sections as a result of a complete break of the hypotube. A visual and tactile examination identified a complete break in the hypotube of the device. The break was located at approximately 1mm distal of the strain relief. No other damage or kinks were noted along the main section of the hypotube. The device was returned with it's blue blade protector in place. The protector was removed and a visual examination identified that the balloon was folded. An examination of the balloon identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination identified no damage to the tip, markerbands or blades of the device. All blades were present and fully bonded to the balloon material. No other issues were identified during the product analysis.

Manufacturer narrative:
Patient identifier: (B)(6).

Event description:
Reportable based on additional information received on 30sep2021. It was reported that a complete hypotube break occurred. The 11mmx2.25mm, 91% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 10/2.25 flextome cutting balloon was selected for use. During the procedure, it was noted that the device was kinked and a complete hypotube break occurred. The device was directly removed and the procedure was completed with another of the same device. There were no complications reported and the patient is stable.